Event description:
It was reported that a patient underwent spaceoar vue placement procedure. After the procedure, the patient experienced an anaphylactic reaction. There was not known medical allergic history of this patient. The patient was admitted in the intensive medicine therapy. Despite boston scientific's (bsc) efforts, no further patient health information, underlying health concerns, details on the event and the patient's course after the event, or details regarding post procedure monitoring and observation have been received to date. If bsc receives additional pertinent information, it will be provided to the FDA supplemental medical device report.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the completed UDI and other product specific information. If additional details become available, a supplemental report will be submitted. Block h6: imdrf patient code e0402 captures the reportable event of anaphylactic reaction.